Event description:
The customer reported conflicting results with the ID now covid-19 assay for two patients performed on (B)(6) 2022. This MFR. Report addresses patient 1 of 2. The customer reported a positive result with the ID now covid-19 assay on the first test on (B)(6) 2022 using a nasal sample swab. Repeat testing was done immediately after with another ID now machine using a nasal sample swab and the result was negative. The customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1050440 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1050440, test base part number 190-430 / lot: 1050440. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1050440 showed that the complaint rate is (B)(4). The following MFR report numbers are related to this report: 1221359-2022-00554.